Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. It was also noted that the patient was experiencing numbness and tingling sensation. The patient underwent an ipg replacement procedure.